Event description:
It was reported that the generator was returned for service. There is no further info available. No reported pt consequence.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require replacement of the damaged pcb main assembly and the label overlay. The missing accessories were completed. The unit was cleaned and calibrated. After servicing the unit passed all qa functional testing. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.